Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels on (b)(64) 2017 of 53 and 65 (mg/dl). To treat the low bg level, the customer consumed juice and food. Although requested by tandem technical support, the customer reported being unable to upload the pump data logs for a log review to be performed. Recommendation was made to consult with health care provider regarding diabetes management.